Event description:
The customer stated that he tested his blood glucose using his contour meter and a freestyle meter. The contour read 380 mg/dl, while the freestyle read 180 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The meter was returned for evaluation. A replacement meter was sent to the customer.